Event description:
Stretcher located in the third floor bed storage area, with a note stating "out of order, due to bad casters." No injury reported.

Manufacturer narrative:
Tech located the stretcher in bed storage area, out of svc. Found the casters and brakes were not working properly. No holding enough. Replace all casters to resolve this issue.